Event description:
Patient experienced a corneal ulcer o.s. While wearing this contact lens and using amo complete moisture solution. The doctor reported that pseudomonas infection was found, probably due to the fact the cleaning solution had not been changed for one week. The ulcer was located on the lower part of the cornea outside of the optical axis. The patient was treated with antibiotics and recovered rapidly with no decrease in visual acuity. There is a remaining scar outside of the visual axis.